Event description:
Caller reported performing several tests with the freestyle meter and getting results of 62 mg/dl, 244 mg/dl, 50 mg/dl, and 75 mg/dl within 10 mins of each other. Pt was not feeling well, but they could not reach their dr. They did not want to call for medical assistance.